Event description:
It was reported that the patient presented during follow-up in clinic after experiencing episodes of dizziness. Upon interrogation of the pacemaker, high pacing impedance and high capture threshold were detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.